Event description:
The customer reported that the sys displayed multiple errors and failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The ps1 power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.